Manufacturer narrative:
The investigation has been completed. The impella cp pump was not returned for investigation. The cause of the access site bleeding issue was not determined due to insufficient clinical information and since the product was not returned. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient presented to the emergency department and left main artery stenting was unsuccessfully attempted as it closed off after the procedure and was unable to open. The patient decompensated overnight. There was no urine output an the patient was on four vasopressors. An echocardiogram was completed and showed ejection fraction dropped to 15% from 40% previously. The patient was unable to tolerate continuous renal replacement therapy (crrt) due to hemodynamic instability. The decision made to place impella cp pump. The same day of implant, bleeding at the groin site was observed. Femostop was applied with light pressure and bleeding stopped. The patient also had some blood coming from nasogastric tube. The physician elected to not start systemic heparin intravenous drip to allow time for bleeding to subside. There was no indication or report of blood products given or required. The plan was to continue weaning vasopressors as the patient tolerated and make another attempt to start crrt given the patient was on impella mcs. Additional information was noted that the next day, crrt was running at net zero and the patient was still requiring increased vasopressor support. The family made the decision for comfort care only and the subsequently the patient expired. Review of the event was completed and noted the use of the impella device cannot conclusively be associated with the outcome (patient's demise). The patient¿s peri-procedural condition was critical.

Event description:
The complainant also reported that a placement signal not reliable alarm appeared. The alarm was disabled, and support continued with the implanted pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The impella cp pump was not returned for investigation. Data logs were reviewed and the optical 5s parameters were observed to decrease while lamp, gain and light were almost stable. Placement signal not reliable and controller error alarms were found. The cause of the optical signal issue was not determined since product was not returned and due to inconclusive evidence per data log review. The root cause of the access site bleeding issue was not determined due to insufficient clinical information and since product was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include optical signal issue description. H1 updated to death. H6 updated to include death and optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-16509. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.